Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, there were contamination issues in the terminal end of the lead. Additional information received indicates that there was no contamination. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.